Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set during dwell phase and did not make it back in time for the following drain cycle. When the home patient returned the machine was alarming, in an endeavor to clear the alarm the home patient reconnected themselves to the setup. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.